Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump stops on its own, going into suspend automatically. The customer's blood glucose was unknown. The customer stated that the blockage was detected and there were unexplained no delivery alarms. The customer declined the troubleshooting with the technical support. The insulin pump will not be returned for analysis.